Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 312 mg/dl. The customer's current blood glucose is 427 mg/dl. The customer was treated for high blood glucose with his pump. The customer declined to perform high pressure test. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with his health care provider to double check what his pump settings should be. The customer also asked why his pump was beeping meter blood glucose, explained to him that is because he is due to a calibration. The customer stated that he did one and keeps telling him to do another one and explained that is because his blood glucose is over 400 mg/dl and the pump will not accept it as calibration.